Event description:
It was reported that the tip of the guidewire sheared off during use in surgery. The broken fragment was left implanted in the pt's vertebral body. There were no pt complications reported.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.